Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely decreased alinity I free t4 generated from alinity I processing module and provided the following data: patient 1: on (B)(6) 2026, sid (B)(6) free t4 result was 21.88. The patient's physician questioned this result and when the sample was repeated the result was 21.88. (Alinity reference range is: 9.01-19.05 pmol/l.). When tested on the snibe platform, the resutls were 33.5 and 32.5 (snibe reference range: 11.58-22.52 pmol/l). The physician considers the ft4 result on the snibe analyzer to be more consistent with the patient's clinical condition. Patient information: female; 30 years old. Diagnostics: bronchial asthma attack/hyperthyroidism; the patient is not taking any medication. Additional laboratory data provided: tsh < 0.0083 uiu/ml patient 2: on (B)(6) 2026, sid (B)(6) free t4 result was 14.68. The patient's physician questioned this result and when the sample was repeated the result was 14.81. (Alinity reference range is: 9.01-19.05 pmol/l.). When tested on the snibe platform, the result was 25.5 (snibe reference range: 11.58-22.52 pmol/l). The physician considers the ft4 result on the snibe analyzer to be more consistent with the patient's clinical condition. Patient information: female; 23 years old. Diagnostics: hyperthyroidism. Additional laboratory data provided: ft3: 4.16 pmol/l; tsh: 0.0684 uiu/ml there was no reported impact to patient management.